Event description:
D: caller is a mdt rep. Caller states his clinician customer complained of a carelink report on (B)(6) 2023 showing an observation for an rv tip to rv coil impedance out of range. This patient has a (B)(6) model 7020 rv lead. The carelink report noted an old observation of a rv tip to rv coil impedance out of range back in (B)(6) of 2021. The device is not toning as the rv pacing impedance alert is programmed to off for the device but is still on for the monitor. R: reviewed the carelink report and the pdd decode. The carelink report shows a chronically low and stable rv tip to rv coil impedance at 228 ohms. Informed caller in the device had an rv tip to rv coil measurement of less than 200 ohms within the last 15 days. (The pdd report shows a 190 ohm measurement on (B)(6) 2023. Discussed for consideration manual testing of the lead (isometrics) to verify lead integrity. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).